Manufacturer narrative:
The customer was advised of the lifespan of vac pac devices. The customer was also provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device leaked at the valve during surgery in the operating room. The surgery had the patient placed in the supine position under general anesthesia for a wide local incision for back melanoma. The customer reported that there was a delay in surgery for a couple of minutes while the traded this vac pac for another vac pac device. The customer does not know if the vac pac had been connected to continuous suction or not. No visible damage can be reported because there was tape on the valve. There was no death or serious injury reported. The vac pac was purchased in june 2014 and has since been destroyed at the facility.